Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Event description:
Per additional information received, the patient complains of lower abdomen and perineal pain, vaginal pressure, cannot empty her bladder completely, notes dysuria/frequency, significant pain with intercourse, also pelvic pain consistent with scar tissues, neuralgia with mesh ¿ CT of pelvis revealed diverticulosis of the sigmoid colon and small cyst in the right ovary. MRI of pelvis revealed normal examination of pelvis. Assessment: pelvic pain, urinary frequency, dysuria, neuralgia with mesh. Plan: bladder mesh removal / pelvic floor reconstruction scheduled for (B)(6) 2010. Mesh removal was done as the mesh folded causing pain, incontinence and infection.